Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately a year and 2 months after initial implant placement. Bone quality around the area was type 3, and oral hygiene around the implant was poor. During the surgery, local infection and bone resorption were observed. Patient has since recovered.